Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that they were not able to read the neurostimulator in order to implant and activate it. There were no environmental, external, and patient factors that contributed to the issue. For troubleshooting they attempted to read the device away from metal portions to avoid possible interactions, attempted to read the device away from the operating field to avoid electromagnetic interactions of the scialytic lamps, restarted the tablet and relative app and attempted to read the device again, and after a wait of about half an hour, a new attempt to read the device after having restarted the tablet and the intellis app again. To remedy the problem a new neurostimulator was supplied to be implanted. The issue was resolved at the time of the report. The patient status was alive with no injury.

Manufacturer narrative:
G2. Foreign: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 device evaluation: analysis of the returned implantable neurostimulator (ins) revealed that the device had a reliability non-conformance due to being depleted when it was new out of the box and, since service was not started, the ins shouldn't have been depleted when it was received. The ins was recovered normally and no anomalies were found thereafter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: device evaluation: analysis of the returned implantable neurostimulator (ins) revealed, that the device had a reliability non-conformance, due to being depleted when it was new out of the box. And since service was not started, the ins shouldn't have been depleted when it was received. The ins was recovered normally and no anomalies were found thereafter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.